Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the main tube has three sections with missing tube insulation. The missing sections range in size from .110 inches by .90 inches to .375 inches by .100 inches. The damaged areas are located 3.6 inches above the snake wrist all the way up to the midpoint of the tube. No other damage found. Based on the location and appearance, the scratches are most likely due to instrument collisions or a cannula accessory. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. The endowrist instrument instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the debakey forceps instrument shaft is scratched. No additional information was provided. No patient harm, adverse outcome or injury was reported.